Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic lung lobectomy, on the anastomosis, the stapler was able to fire and the staple line was incomplete on the lung tissue. The five staples from the first reload and the staples from the second reload. Did not perform anastomosis on the tissue. Another competitor's stapler was used to fix the staple line.